Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The lot history record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the complaint report, a conclusive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, insufficient prep, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 1/1/2022. D4: the UDI is not known as the part and lot number were not provided. The additional vascular device referenced in b5 is filed under separate medwatch report number. Attachment: article titled, percutaneous coronary intervention for iatrogenic occlusion of the circumflex artery following mitral valve replacement surgery".

Event description:
It was reported through an article an individual case study of a patient with severe mitral regurgitation, class iii heart failure and persistent atrial fibrillation (af). The patient underwent surgical implantation of a biological mitral valve prosthesis combined with a coronary artery bypass grafting from the left internal mammary artery to the left anterior descending artery. Surgical ablation of the af substrate in the left atrium. Anatomical conditional were noted to be extremely challenging and due to a chordal rupture and restricted anterior mitral valve leaflet in the mitral valve, plastic surgery was not performed. The subvalvular apparatus was left and the bioprosthetic valve was implanted with single mattress sutures. After surgery, an electrocardiogram revealed an acute inferior myocardial infarction with st-segment elevation. Urgent coronary angiography was performed and confirmed an iatrogenic closure of the circumflex. Two 2.0x15mm and 2.5x20mm mini trek balloon dilatation catheters were inflated slowly escalating the inflation pressure for possible tear or cut on the balloon [possible balloon rupture]. Finally a 3.0x20mm non-abbott balloon was used due to the recoil of the vessel and a 3.5x25mm unspecified xience stent was implanted with a very good angiographic effect. The patient was discharged 9 days after surgery in good condition. Details are listed in the article, titled "percutaneous coronary intervention for iatrogenic occlusion of the circumflex artery following mitral valve replacement surgery". No additional information was provided.